Manufacturer narrative:
(B)(4). E1 initial reporter state- (B)(6).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction expiration date as investigated: addition.

Event description:
Subsequent to the initial MDR, a correction is required.